Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the main coil was kinked and stretched, but the distal tip, proximal contact wire, suture and the main coil detachment zone were intact. There was procedural fluid noted on the distal end of the coil.the coil delivery wire was kinked, likely due to handling. The reported event of fractured main coil and un-retrieved device fragments were not confirmed since the main coil was returned intact; therefore an assignable cause of not confirmed has been assigned to the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during that during a coil embolization at the carotid artery, the coil (subject device) stretched and partially broke off at the carotid artery and venus segment and remained there. The stretched portion of the coil and delivery wire was removed from the vessel with force and the physician continued to coil the artery with additional coils. There were no clinical consequences reported due to the event and the procedure was completed successfully. No further information is available.

Event description:
It was reported during that during a coil embolization at the carotid artery, the coil (subject device) stretched and partially broke off at the carotid artery and venus segment and remained there. The stretched portion of the coil and delivery wire was removed from the vessel with force and the physician continued to coil the artery with additional coils. There were no clinical consequences reported due to the event and the procedure was completed successfully. No further information is available.